Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely physical stress was applied to bending section during user handling. It caused abnormality in the image sensor unit, cable and the image blacked out. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning : follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4 ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image (image blacks out) when angulated. Additionally, it was observed that the bending section had heavy dent/bite. Due to the heavy dent near the distal end, there is a possibility that could have damaged the charge-coupled device elements, causing the intermittent blacking out of the image. These findings are also attributed to physical damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope experienced no image and noticed broken fibers. The reported issue occurred during a bronchoscopy with bronchoalveolar lavage procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.